Event description:
It was reported that a revision surgery was performed due to fracture of the nail at the level of the hole of the integrated screws. The nail was removed and replaced by one of the same length, but of greater diameter. Initial surgery performed in (B)(6) 2018.